Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, it was observed that particulate matter (pm) was present at the top of the fiber bundle. The pm had a thread like appearance, and it could not be removed with laboratory tweezers since it was not free floating. The pm was embedded in the polyurethane. Although the pm was embedded, it was present in the fluid path, specifically the blood path. The pm was evaluated in the materials lab and the pm was identified as dye or ink. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "a kind of black thread appeared" a revaclear 400, after priming. There was no patient involvement. No additional information is available.